Event description:
It was reported that, noise resulting in oversensing was observed on the right atrial (ra) lead. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that ra lead damage was suspected but this was not confirmed.